Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.50 x 12 mm taxus express2 drug eluting stent, the strut was noted to be flared. The procedure was successfully completed with another taxus stent of unknown size. No patient complications were reported. The patient status is reported as 'satisfactory/good'.